Event description:
It was reported to philips that the device alarmed machine pressure auto zero failed. This event was reported to have occurred during use. The customer spoke with a philips remote service engineer (rse). The customer verified error code 1109 in the log but was unable to duplicate the reported issue. The customer stated they would replace solenoid 2 and 4 as a precaution. The rse provided the part numbers for the solenoid valve and advised replacing the da pcba if the error codes repeat and the issue is not resolved. Further information is pending.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown. The customer's alleged malfunction was not confirmed based on the information provided.